Event description:
It was reported that a needle hub separation occurred with a syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter, "it was reported by the consumer that the needle hub separated from the syringe."

Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 31g x 6mm, 0.3ml bd insulin syringe. Consumer reported needle hub separated. The returned sample was examined, and it was observed that the needle-hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed a review of the device history record was completed for batch# 8337695. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200802305] noted that did not pertain to the complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. The needle assembly was separate from the syringe and not in the picture. There did not appear to be any damage to the tip of the barrel. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA#1122103 was been opened on 16 aug 2019 to address this issue."

Manufacturer narrative:
Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8337695. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle hub separation occurred with a syringe 0.3 ml 31ga 6 mm. The following information was provided by the initial reporter, "it was reported by the consumer that the needle hub separated from the syringe."